Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with electrode belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle and guide pins were missing, causing the failure. The root cause for the missing receptacle and guide pins was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.